Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 540 mg/dl. Customer stated that he was trying to get his blood glucose down and his belt clip broke. Nothing further was reported.